Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and remotefe showed (25913 multiple c-83/1-89/1-88 errors 4/30/2025.) Visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) The unit was installed onto a golden system and functioned as expected.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, there was an error c-83 on the erbe generator. The technical service engineer (tse) had the customer power cycle the erbe but the error returned. The tse inquired if the customer had another vision side cart, the customer stated that they did but ended the call prior to stating how they would continue. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to a communication timeout associated with the instrument interface (iif).

Event description:
Refer to h11 for follow-up information.